Event description:
A customer reported via a webform a "replace sensor" message with the adc device. The customer was contacted and reported symptoms of blurred vision, sweating, and "could no longer walk". The customer was treated with juice, sugar, and/or food by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The sensor kit expiration date is (B)(6) 2022. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approved software. The sensor data was reviewed and signal low error message along with a drop in glucose/ temp values and were observed, indicating that the user removed the sensor early. This issue is not confirmed to early sensor removal. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a "replace sensor" message with the adc device. The customer was contacted and reported symptoms of blurred vision, sweating, and "could no longer walk". The customer was treated with juice, sugar, and/or food by a third-party. There was no report of death or permanent injury associated with this event.